Manufacturer narrative:
Occupation: system buyer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a "cystoscopy, right ureteroscopy, right retrograde jj stent" procedure using a universa soft ureteral stent set, the stent was found to have a tear at the end. This stent did not make contact with the patient. A second stent was used to complete the procedure. No adverse effects to the patient have been result of this alleged product malfunction. The patient did not require any additional procedures as a result of this occurrence.

Manufacturer narrative:
Investigation evaluation: reviews of the device history record, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one universa stent was returned for investigation. The visual examination confirmed a tear in the proximal coil. The tear began at the first side port and continued through the tip. The edge of the tear appeared ragged. However, no other damage was noted on the stent. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the specifications and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.